Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-sep-2023. H6: investigation summary our quality engineer inspected the photos and representative samples of another lot submitted for evaluation. The reported issue of catheter broken was not confirmed upon inspection and testing of the samples. Analysis of the sample showed no damage to the catheter tip. All the samples also passed the catheter to adapter pull test with the pull forces within the specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the representative samples. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke when the needle was withdrawn and the tip was thickened. The following was received by the initial reporter: when the needle is withdrawn, the catheter breaks. You notice that the tip of the catheter is thickened.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter broke when the needle was withdrawn and the tip was thickened. The following was received by the initial reporter: when the needle is withdrawn, the catheter breaks. You notice that the tip of the catheter is thickened.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.